Manufacturer narrative:
Inomax dsir# (B)(4) was returned to the company for service investigation ((B)(4)). Device investigation was completed on 04-dec-2015. The regional service center (rsc) review of the service log showed a delivery failure alarm, consistent with the reported complaint time and date, due to display backlight current below minimum with actual value of 643 counts (minimum: 800 counts). On boot up, the rsc experienced a display with a red tint that went blank and received a delivery failure alarm for backlight current below minimum. A new touchscreen/display assembly was installed to rectify the fault. The root cause for this incident is backlight current below minimum. This condition will be tracked and trended under the company quality system. This device issue did not result in a serious adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).

Event description:
On (B)(6) 2015, a respiratory therapist (rt) reported a display issue with inomax dsir# (B)(4) while in use on a patient. The patient experienced a short oxygen saturation decrease. On (B)(6) 2015, a (B)(6) female child, weighing (B)(6), presented to the emergency room with a fever and was treated and released on broad spectrum antibiotics. On (B)(6) 2015, she returned to the hospital with a fever of 102 and was admitted to a medical surgical (ms) floor. Her white blood count (wbc) was at 5.8. Late in the evening on (B)(6) 2015, the patient experienced increased difficulty breathing. She was placed on "high flow" at 20l/min and was transferred to the intensive care unit. She continued to experience increasing respiratory distress with bradycardia. Epinephrine was given with cardio-pulmonary resuscitation and ventilation performed. Early in the morning on (B)(6) 2015, her pulse oximetry was at 85% and the patient was intubated and placed on a ventilator with high peak inspiratory pressure and was then switched to high frequency oscillatory ventilation (hfov). On (B)(6) 2015 at 00:48, inomax was started via inomax dsir# (B)(4) at 20 parts per million (ppm) due to persistent low oxygenation. Just prior to inomax start, her pulse oximetry was at 92%. Her wbc count was at 26.47. On (B)(6) 2015, the inomax dsir display screen was very faint, but lit enough to see while in use on the patient. Then, at 22:35 that day, the display went blank black and inomax dsir# (B)(4) alarmed delivery failure (df). The patient desaturated to 89% and was then manually ventilated using the inoblender at 10l oxygen with inomax dose of 20 ppm. The patient's oxygen saturation increased to 98% "pretty quick". Inomax dsir# (B)(4) was switched off the patient. She was placed on a replacement inomax dsir and put back onto the hfov 3100a with a fio2 set at 100%. Inomax dsir# (B)(4) was returned to the company for device investigation. [This was assessed as non-serious.]